Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance. Patient received seven shocks for ventricular fibrillation (vf). Shocks were able to successfully convert the arrhythmia. Technical services advised to evaluate the rv shock lead. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the patient was admitted in the emergency department (ed) due to vf and ischemia. Patient had a stent placed for ischemia and post stent placement, patient coded and required external defibrillation. Technical services reviewed the data and noted high shock lead impedance (sli) increasing gradually. Ts also explained that the sli will rise back up within six months after shocks are delivered. Ts recommended lead replacement. This system remains in service and no adverse patient effects were reported. Additional information was received indicating that the rv lead was explanted and replaced with a new device.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance. Patient received seven shocks for ventricular fibrillation (vf). Shocks were able to successfully convert the arrhythmia. Technical services advised to evaluate the rv shock lead. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the patient was admitted in the emergency department (ed) due to vf and ischemia. Patient had a stent placed for ischemia and post stent placement, patient coded and required external defibrillation. Technical services reviewed the data and noted high shock lead impedance (sli) increasing gradually. Ts also explained that the sli will rise back up within six months after shocks are delivered. Ts recommended lead replacement. This system remains in service and no adverse patient effects were reported. Additional information was received indicating that the rv lead was explanted and replaced with a new lead.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance. Patient received seven shocks for ventricular fibrillation. Shocks were able to successfully convert the arrhythmia. Technical services advised to evaluate the rv shock lead. This system remains in service and no adverse patient effects were reported,

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance. Patient received seven shocks for ventricular fibrillation (vf). Shocks were able to successfully convert the arrhythmia. Technical services advised to evaluate the rv shock lead. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the patient was admitted in the emergency department (ed) due to vf and ischemia. Patient had a stent placed for ischemia and post stent placement, patient coded and required external defibrillation. Technical services reviewed the data and noted high shock lead impedance (sli) increasing gradually. Ts also explained that the sli will rise back up within six months after shocks are delivered. Ts recommended lead replacement. This system remains in service and no adverse patient effects were reported.